Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted (B)(6) 2018.

Event description:
It was reported that the patient experienced dizziness for two months following implantation in (B)(6) 2017. In (B)(6) 2017 the patient experienced headaches and nausea. Subsequently, the patient was treated with an antidepressant and the symptoms reportedly improved. On (B)(6) 2017 the patient presented to the emergency department with increased headaches and disequilibrium. The patient was treated with an oral steroid. The implanted device remains and the clinical management of the patient is on-going.